Event description:
A surgeon reported the intraocular lens (iol) popped out suddenly during surgery. He commented "it would cause zinn zonular rupture". The surgeon reported the iol was implanted into the bag; however, one day postoperatively the iol was found to be slightly dislocated. The surgeon indicated the use of an unapproved viscoelastic. Add'l info has been requested.

Manufacturer narrative:
Eval summary: results from the product history record review indicated the product met release criteria. The root cause may be related to a failure to follow the dfu. Customer indicated the use of an unapproved viscoelastic. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).